Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® pst¿ tubes with lh (lithium heparin), the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "is there only one size available for the microtainer tubes? The new chemistry analyzers use more plasma, and we are seeing a high number of qns draws on babies. They have been trying to draw 2 tubes, but the parents are getting angry. I am wondering if we can just get them a bigger tube to use and they won¿t have to fill the entire thing."

Event description:
It was reported when using the bd microtainer® pst¿ tubes with lh (lithium heparin), the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "is there only one size available for the microtainer tubes? The new chemistry analyzers use more plasma, and we are seeing a high number of qns draws on babies. They have been trying to draw 2 tubes, but the parents are getting angry. I am wondering if we can just get them a bigger tube to use and they won¿t have to fill the entire thing."

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records could not be reviewed because lot number was not provided. Root cause could not be determined. H3 other text : see h.10.